Event description:
Hamilton medical ag received the following event description: a patient passed away while on ventilator. No issues reported with device. It is indicated that a medical intervention was required; however, the accompanying comment states: ¿patient was removed from device as the patient had passed away,¿ further inquiries have been sent to the customer to obtain additional details about the reported event. The causality of the death in relation to the hamilton-g6 has not yet been determined and is currently under investigation. Currently, the event is under investigation to verify the reported allegations.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.